Manufacturer narrative:
Manufacturer¿s investigation conclusion. The reported pump stop event was confirmed through the analysis of the log file that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the captured event appeared consistent with a potential driveline issue. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019 . On (B)(6) 2019 between 04:28 am through 04:38 am, the log file captured pump stop events. The patient was supported by the power module during the events. The low speed and low flow hazard alarms were also noted during the event. No other atypical alarms were captured in the file. The account communicated that the patient did not tell the nurse during admission that the patient was supposed to be on an ungrounded cable. The patient was mistakenly placed on a grounded cable upon admission, which was likely the cause for the alarms consistent with the driveline fracture. The patient was placed on an ungrounded cable and has not had any alarms. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) with no further reported issues. The heartmate ii lvas instructions for use (IFU) and the heartmate ii I patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 4 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low speed advisories were observed. Technical services reviewed the submitted log files, and pump stoppages were confirmed. It was reported that the patient was supposed to utilize an ungrounded power module patient cable. No additional information was provided.